Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was under delivering insulin and the blood glucose was high as 400 mg/dl. The current blood glucose was 277 mg/dl. Customer changed site and was still high. Changed set last night before bed and blood glucose this morning was 277 mg/dl. Customer treated for high blood glucose with insulin pump. Customer was unsure that, based on what is being reported does customer allege pump is under delivering or not. The drive support cap appears normal. Run manual prime and fill tubing with current set and insulin exited at the qr. Performed displacement which was passed. Customer advised to change entire set, reservoir and insulin and treat per healthcare professional instructions and keep record of blood glucose. The insulin pump will not be returned for analysis.